Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device inspection, but could not identify any defects that could affect the occurrence of the reported event. Since the instruction manual provides the inspection of the objective lens and the light guide lens at the distal end, and the warning about applying external stress to the distal end, the user can properly detect the reported event and reduce / prevent them from occurring. The exact cause of the reported event could not be conclusively determined. However, based on the following information, the reported event may have been caused by the inside of the light guide lens becoming dirty due to a gap in the adhesion of the light guide lens due to physical stress or the like. According to the inspection result of the device, dirt on the inside of the light guide lens, scratches on the objective lens, and minute scratches on the light guide lens were confirmed. The instruction manual states precautions not to put physical stress on the device. According to the past similar cases, it was surmised that the inside of the light guide lens became dirty due to physical stress and the like. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. There was a shadow on the endoscopic image due to damage to the ccd unit. The rise angulation of the forceps elevator was out of the standard due to loosening of the forceps elevator wire. The adhesive part of the bending section rubber was broken. The insertion tube was wrinkled. The electrical connector was corroded. The scope cover was deformed. In addition, olympus medical systems corp. (Omsc) confirmed from the photographs provided by (B)(4) that the objective lens and light guide lens were scratched. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the inside of the light guide lens was dirty. There was no report of patient injury associated with the event.